Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an anterior repair procedure. According to the complainant, during the procedure, the patient's uterus continued to prolapse, and therefore the physician removed the uterus. After the hysterectomy, the physician attempted to place the first side of the solyx but there was an unintended release of the mesh carrier from the shaft tip of the delivery device. Although there was some bleeding after the mesh carrier was deposited into the tissue, it was clinically insignificant. It was noted that the uterus had a large, irregular shape and that the patient had an elongated cervix. It was reported that the area had already undergone considerable trauma due to the hysterectomy and, therefore, the sling procedure was not completed. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".